Event description:
The surgical site reported that after implantation of a zcb00 intraocular lens into the patient's eye, it was noted it didn't sit right. The lens was cut and removed from the eye requiring enlargement of the incision. The lens was reported as destroyed.

Manufacturer narrative:
Device was reported to be destroyed by the customer and not returned for evaluation. All pertinent info available to abbott medical optics (amo) has been submitted. Should new info be received that changes the facts and/or conclusion of this report, a supplemental report will be submitted.